Event description:
It was reported through retrospective study that patient underwent remedial therapy and other conservative approach due to popping of right knee. Severity was deemed mild.

Manufacturer narrative:
Based on additional information received from the study site this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00489.